Event description:
The retainer ring for my medtronic 670g, which holds my insulin cartridge in place fell off. This prevents the under or over dosage of insulin which could result in hospitalization or death. FDA safety report ID# (B)(4).